Event description:
It was reported that the patient went to the emergency room with loss of capture. The patient had 2:1 atrioventricular block with an escape rate of 35 beats per minute. The lead was capped and was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.